Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they think the implant is controlling their bowel instead of their bladder. When they get the vibration it was in the back and not the vagina. They felt like when they had their last replacement the lead went in the wrong place. The patient stated the doctor "fiddles with it" and the patient did not know if they want to redo it or not. The patient had always had these concerns since they got the current system implanted. At first it was because of the locationof the stimulation but for the last couple of years or so it had been regulating their bowel movements which is not what they had it implanted for. It is not optimal and they did not think their bladder issues had resolved. The patient mentioned they had bladder cancer so they have not seen their doctor in a couple years but they were going back to see them in march. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va299rk serial# implanted: (B)(6)2020product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 30-jun-2022, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.